Manufacturer narrative:
Concomitant medical: 5076 lead implanted (B)(6) 2014.

Event description:
It was reported that anti-tachycardia pacing therapy from the pacemaker caused an acceleration of the patient's ventricular rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.